Manufacturer narrative:
The insulin pump was received with operational currents within spec and passed self test and displacement test. No low battery alert, unexpected battery power loss alarm, replace battery alert, replace battery now alarm or failed battery test alarms noted during testing. The insulin pump was received with cracked case on the back at the battery tube area and battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of failed battery test and damage on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump was dropped ten days ago. The customer reported damage outside the battery compartment. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.